Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the physician was unable to pass the guide wire through the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The conductor was obstructed by foreign material and the visual summary analysis of the lead indicated damage at implant.lead returned with the guidewire stuck in it. The analyst also note there was foreign material visible in lead and guidewire which appears to be crystallized saline. This appears to have been caused at the implant when the physician was using the saline. No conductors distorted was observed.forced to remove guidewire out of the lead and the guidewire can be identified as competitor-guidewire.